Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 us-ivd assay performed within specifications. A review of the risk assessment confirmed that the risks associated with the assay are acceptable, and no additional actions were required. The root cause of the reported event was confirmed to be unrelated to a product issue. The device remains in operation at the customer site, and no permanent harm to the patient or newborn was reported as a result of the event.

Event description:
The initial reporter alleged a false positive result using the kit cap-g/ctm hiv-1 v2.0 us-ivd on the cobas ampliprep instrument. The patient, a pregnant woman, had previously tested negative for hiv on an hiv 1/2 antibody/antigen screen conducted six months earlier in (B)(6) 2020. On (B)(6) 2021, the patient was tested using an hiv 4th generation antibody/antigen rapid screen, which generated a presumptive positive result. A reflex test was performed on the same sample using the hiv 1/2 differential assay (biorad genius supplemental assay), which reported a non-reactive result. On (B)(6) 2021, the customer conducted a polymerase chain reaction (pcr) test using the kit cap-g/ctm hiv-1 v2.0 us-ivd, which generated a positive result. The positive pcr result led to the initiation of a three-drug treatment regimen for the patient¿s newborn baby.